Event description:
It was reported that during a laparoscopic gastric bypass that on the last firing of the jejunum that the surgeon stated that the gun felt funny upon firing. The knife cut but no staples were deployed. Upon opening the stapler it can be seen that the drivers were up as though staples had been deployed. Another like device was used to complete the firing sequence. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4) date sent: 6/27/2023 d4: batch # unk investigation summary: this is an analysis of three photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: three photos show a white reload from the top, bottom, and batch view. The reload can be seen fully fired with no apparent damage and it shows the 202c80 batch number. Based on the photos reviewed, the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of the ethicon endo-surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 202c80, and no non-conformances were identified.